Event description:
The event occurred in china. It was reported that the error message ¿reference error¿ occurred on the rotaflow console during patient use. The affected device was immediately replaced with another rotaflow console. The customer was informed that the device is unusable currently. No harm to any person has been reported. The reported ¿reference error¿ could lead to a pump stop during use therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿reference error¿ occurred on the rotaflow console during patient use. The affected device was immediately replaced with another rotaflow console. The customer was informed that the device is unusable currently. No harm to any person has been reported. The reported ¿referenc error¿ could lead to a pump stop during use therefore a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2025-09-24, the customer confirmed not to order any repair for the device at this time. Since no repair has been performed, no root cause can be determined. However, the failure mode "reference error" can be linked to the following most possible root causes according to our risk management file: (un)intentional stop of the pump, e.g.: 1. Defective motor control electronics. 2. Pump stop intervention after technical error (e.g. Pump runaway, error head). Furthermore, a similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board. Based on the investigation results the reported failure "referenc error" could be confirmed. The review of the non-conformities has been performed on 2025-09-23 for the period of (B)(6) 2020 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2020-04-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.